Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to alarm for downstream occlusion during therapy of propofol (dose, rate and volume unknown). The roller clamp was closed on the tubing set resulting in the patient not receiving the medication for an extended period of time. There was no known patient injury or medical intervention associated with this event. No additional information is available.